Event description:
It was reported that the infusion device started the cartridge change process by itself, without the user manually starting the cartridge change. The user reported that the unintended action led to elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.